Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The manufacturer received information alleging front cabinet melted. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.